Event description:
It was reported the sjm representative met with the patient for reprogramming and determined all but one contact on the lead was invalid. Initially, reprogramming was able to provide stimulation; however, the patient lost stimulation again. It was reported the patient had heard a crunch sound while working prior to the issue. The patient was to work with the physician regarding the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.